Event description:
The MFR received a maude event report (B)(6) from the FDA via u.s. Mail on (B)(6) 2012. In the maude event report the pt's daughter alleged her mother had to have heart surgery because of heart valve issues, low blood pressure and developed constant confusion related to the use of the product.

Manufacturer narrative:
On (B)(4) 2013, the MFR contacted the complainant via telephone to f/u for add'l info. The pt's daughter provided some add'l info and clarification. The pt's daughter reported her mother expired on (B)(6) 2012 and her death was not related to the use of granuflo, she reported her mother passed away from an infection. The complainant stated she believes her mother's heart attack in 2011 was related to the use of the product. Some add'l medical history and name/dob of her mother was provided. The complainant stated she does not have product lot number for the granuflo used and she declined to provide add'l info/medical records.